Manufacturer narrative:
(B)(4). Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited an unknown product performance issue. The patient underwent a surgical intervention to explant the product and implant a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited a dislodgement. The patient underwent a surgical intervention to explant the product and implant a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.